Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 190 mg/dl and a correction bolus via the pump was used to address the bg level. Tandem technical support had the customer perform a system check and it appeared that the tubing may have been the source of the occlusion; however, replacement cartridges were supplied to the customer.